Event description:
It was reported the external pulse generator (epg) was dropped, resulting in the ventricular side connector being damaged. The adaptor cable does not stay secure in the port; the clip portion of the socket broke off. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event of the ventricular output connector being broken, however the atrial output connector was broken. It was also noted that the upper case was broken, the lower case was broken, the battery release was contaminated, the ring cover was contaminated, one side bail cover was broken, the heart wire connectors were contaminated, and the battery contacts were compressed. (B)(4).